Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time.

Event description:
On (B)(6) 2011, the patient contacted animas alleging and reported elevated blood glucose (bg) levels. The patient stated that his bg levels seemed to be high after receiving loss of prime warnings. The patient claimed that he received 2-3 loss of prime warnings over the previous few weeks. The last loss of prime warning occurred early in the morning of (B)(6) 2011. The patient claimed that he woke up early that morning with a bg level of "533 mg/dl". After administering 6 units of insulin, the patient indicated that his bg level came down to "522 mg/dl". Due to the loss of prime warning that morning, the patient claimed that he had missed some of his basal insulin delivery. The pump's 24 hours of basal rate setting was set to 36.55 units. At the time of contact with animas, the tdd basal history for (B)(6) 2011, was 20.5 units. The patient admitted to having a cold and taking nyquil the night before the event. The animas representative involved in this contact instructed the patient to change his cartridge from a brand new box. Based on the information provided, this complaint is being reported due to the following conclusion, the patient claimed that he was getting loss of prime warnings and obtained an elevated bg reading that meet's animas' criteria for a serious injury.